Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
According to the distributor, the buttons are no longer activating the desired pump functions. There was no adverse event associated with this complaint.